Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the infusion set fell out of applicator and one infusion ripped off her body. At the time of the incident, her blood glucose level was around 244 mg/dl and there was no damage when the package was first opened. Subsequently, on an unspecified date in late (B)(6) 2020, she was admitted to the hospital due to high blood glucose 845 mg/dl, because her infusion set came off. Also, she had passed out which was noticed by her relatives. Moreover, she had attempted to put in a new infusion, but she passed out before she was able to. During hospitalization, she was unsure about which type of treatment she received but that treatment resolved the issue. However, she was released three days after initial hospitalization and had no permanent damage. Reportedly, the patient replaced infusion set and resumed insulin successfully. No further information available.